Event description:
It was reported that the battery status reached indicated the device had reached elective replacement time in march 2014. The device had not finished being manufactured until july of 2014 and was not implanted until (B)(6) of 2015. Technical services suspects memory corruption. The device is now scheduled for explant.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the battery status reached indicated the device had reached elective replacement time in (B)(6) 2014. The device had not finished being manufactured until july of 2014 and was not implanted until (B)(6) 2015. Technical services suspects memory corruption. The device is now scheduled for explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the battery status reached indicated the device had reached elective replacement time in (B)(6) 2014. The device had not finished being manufactured until (B)(6) 2014 and was not implanted until (B)(6) 2015. Technical services suspects memory corruption. The device is now scheduled for explant.